Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. Event log history was performed and check clutch plunger lever was recorded in history related to reported problem. During analysis, the reported issue was unable to be duplicated. Service replaced clutch half's left and right with leadscrew and spring for preventive.

Event description:
It was reported that a clutch assembly alarm was experienced.